Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 46. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and abscess. No further patient complications were reported.